Event description:
Info rec'd indicates the head of the bed will not stay in the raised position.

Manufacturer narrative:
The technician cleaned and degreased the hi/low drive brake to repair the bed.